Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. After troubleshooting the stm noted evidence of a previous saline contamination. The bulk supply fuse on the power supply was faulty. The fuse was replaced and the stm subsequently completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) made a loud noise then the screen went blank when powering up. There was no patient involvement, and no adverse event was reported.